Event description:
Troponin levels of pts were questioned. Appeared that there were a greater number of elevated results than usual. MFR notified. Troubleshooting of instrument with manufacturer. Recalibrated instruments with a new lot of reagent. Sent electronic instrument files to manufacturer. Service reps came and verified operation of both. Instruments were functioning properly. Verified electronic files were indicative of proper functioning also. Manufacturer verbally stated this lot number of reagents was being investigated and that they had similar complaints reported from other hospitals. Physicians of pts were notified. A new lot number of reagents was used.